Event description:
It was reported to boston scientific corp that an rx wallstent biliary endoprosthesis was used during a stent placement procedure in the biliary duct. According to the complainant, difficulty was encountered during advancement of the stent system. The physician indicated that stricture was very tight. The device was removed and the stricture was dilated. During re-advancement of the stent, the guidewire would not exit out the sideport. The device was removed through the scope and the procedure was completed with the same guidewire and another rx wallstent biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Therefore, we are unable to determine the cause of this event.